Manufacturer narrative:
Date sent to the FDA: 3/25/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and nesh was implanted. It was reported that the patient underwent removal surgery and bilateral hernia repair surgery on (B)(6) 2019 during which the surgeon noted ¿he encountered and removed 90% of the previously placed mesh which was lying against the cord, cord structures, and iliac artery and vein.¿ it was reported that the patient experienced severe pain, stress and anxiety. No additional information was provided.